Event description:
It was reported per the field service report: symptom - unit shut down on pt while being transported. No harm to pt. Pump was switched out. Findings/action taken: biomed ordered a new battery from a third party supplier. The field service engineer also sent the biomed a power supply to replace as a precaution. Additional info received on 10/24/2011 from the field service representative stated the pump was successfully switched out and the transport continued. Delay or interruption in therapy was only the time it took to locate and switch it out. The biomed was not sure of exact time. The pt outcome is no harm to pt during this event. The biomed didn't know what the pt outcome was after the transport. The pump is back in service.

Manufacturer narrative:
MFR control no. (B)(4). Device evaluation: the condor power supply and battery were returned for evaluation. The power supply was bench tested. Initial connection and power up of the test station demonstrated that the fan on the power supply was operational. The power supply was able to operate on ac and dc voltages. However, the power supply operated as intended while using the high charge battery voltage, but when switched to the low battery voltage test the power supply did not function. The operational threshold voltage for condor power supply did not meet specification per procedure. The complaint was confirmed. The battery was evaluated using the uba battery test station and it failed for both discharge time and charge capacity. The operator's manual states: "as the batteries age, it is important that their performance be periodically checked to insure that they will perform as intended." "It is recommended that a load test, as outlined in this manual, be performed by qualified service personnel at twelve month intervals to ensure battery capacity and usability. Any time that the batteries do not pass the load test they must be replaced." A review of the service history indicates this battery was installed on (B)(6) 2010. A device history record review was conducted for the serial number with no relevant findings. The device passed all mfg specifications prior to release. The reported complaint of "unit shut down on pt while being transported" is confirmed. Although the fan on the power supply was found to be operational, the power supply failed functional testing when switched to the low battery voltage. Since the power supply is a purchased component the cause of this issue is supplier related. Nc was not created as this supplier is no longer used; therefore the root cause of the power supply failure could not be determined. Although, the battery failed both discharge time and charge capacity tests, it is not the cause of the reported defect. Battery life is dependent on usage of the battery. The potential cause of the battery failure was determined to be normal wear.